Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20/jan/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported left side "rupture" of a saline implant. Device remains implanted.